Event description:
Device 2 of 2, reference MFR. Report#: 1627487-2018-00585. Follow up information identified the leads were replaced with new ones resolving the issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-00585. It was reported the patient lost stimulation on the left side. X-rays confirmed the leads have migrated down and to the right side. Reprogramming was unable to resolve the issue. Surgical intervention may be pending to address the issue.